Event description:
As reported by the user facility: brief inquiry description discoloration inside the hub of introcan. Detailed inquiry description staff reports numerous catheters with discoloration in the hub of the catheter.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 24b15g8274 and there were no defect encountered during in process and final control inspection. Evidence at disposal: no sample is available, however, three (3) pictures were provided for evaluation:- picture 1 shows a protective cap, a is2m g20 catheter hub and a peel pack of introcan safety 2 wl pur m 20g from batch 24b15g8274 and article number 4242006-02. Observed septum discoloration in the catheter hub. Picture 2 shows a peel pack of introcan safety 2 wl pur m 20g from batch 24b15g8274 and article number 4242006-02. Picture 3 shows a is2m g20 catheter hub only with septum discoloration in the catheter hub. Investigation result: from previous test, the yellowish valve matched with b. Braun lubrication oil. The yellowish septum is likely originated from the lubrication oil accumulation which is applied on product which helps to facilitate smooth cannula withdrawal process. However, at catheter to cannula assembly station, the septum closes around the cannula tip and wipes the oil on the cannula when the gripper pushes the catheter hub onto the cannula hub. This is most likely the process that can cause excess oil to accumulate on the septum. The oil is known to have yellow colour as stated in its safety data sheet. However, this lubrication oil has no clinical relevance to the patient. The process cards was reviewed and show no abnormality. Based on the investigation and analysis, the cause of the yellowish septum remains unidentified. Further engineering analysis will be conducted to simulate the yellowish septum and to identify the actual root cause. This complaint is confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.